Event description:
Initial result for a pt sodium was 124 mmol/l. When repeated, the result was 138 mmol/l. The incorrect result was not reported. The field svc rep found the instrument was contaminated and repaired the instrument by replacing the ise tubing and cleaning the ise pressure container and flushing the fluidics sys.